Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) advised the home patient (hp) that the patient line must be primed all the way before connecting. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, the patient line not being properly primed is a known cause of air being introduced into the set up. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to not connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line the user are instructed to verify the patient line was properly primed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.